Manufacturer narrative:
No further info is available at this time. Will provide follow ups if info becomes available.

Event description:
Adult male was able to tear the strap/ compromise the stitching of the strap to the foam limb holder. Strap separated from the foam limb holder.